Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed and the drive support cap was protruded. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was received with cracked display window corners. Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. No alarm noted.